Event description:
Pt injured in 1993. Pt is status post c5-6, c6-7 "acdf" in the past. Pt's last surgery was a c6-7 "acdf" performed in 1999. Pt improved. Pt then developed recurrent neck pain. Davis series revealed movement at c6-7. C6 screws had fractured. Pt also developed some dysphagia with barium swallow showing encroachment of the esophagus behind the superior aspect of the plate. The pt is admitted for removal of the plate with new plating c5-c7. The c6 screws had fractured at the junction of the plate and the screws.